Event description:
A malfunction alarm related to altitude was reported. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms and could resume insulin use with the original cartridge without needing a replacement.